Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient got an alarm earlier in the night during treatment. The treatment was canceled and when the cassette was removed, fluid was found in the pump module area and on the external part of the cassette. There was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided the complaint number to trigger a quality event could not be determined since the lot number is unknown and during the sap search in the last three months before of the event date no lots have been delivered during that period regarding to the liberty cycler set. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) nurse reported that a pd patient got an alarm earlier in the night during treatment. The treatment was canceled and when the cassette was removed, fluid was found in the pump module area and on the external part of the cassette. There was no harm, intervention or adverse event associated with the fluid leak. The cycler set is not available to return.